Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on april 18, 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. The probe was cracked at 13 mm from the distal end. There was a scratch mark around the crack on the probe. The ptfe pad was partially worn and torn. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. This type of error is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal & cut mode contacting with metal or surgical instruments. The crack developed with the scratch mark as the starting point when the user output in seal & cut mode or grasped the tissue, and then probe damage error occurred. The instruction manual of the device has already warned as follows; warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a total laparoscopic hysterectomy, a number of intermittent probe damage error occurred. The procedure was completed with a similar device. There was no patient injury reported. April 18, 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw partially came off.